Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic totally occluded target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 32 x 3.50 promus premier¿ drug eluting stent was used to treat the lesion. However, the device came in contact with the calcification and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.